Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 31-may-2018 with the following findings: a review of the black box showed no evidence of a time/date issue. The battery cap was not returned. A test battery cap was able to fit. The ez-prime steps were performed correctly. No alarms occurred during the investigation, the pump failed a time test. Pump cover was removed to find no intermittent conditions to the printed circuit board. The pump was able to maintain time/date settings within 3 seconds after a 5 day duration test. The pump reverted to default time/date settings after 60 minutes of power on reset.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time/date issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.